Manufacturer narrative:
Device location unknown.

Event description:
It was reported that the patient underwent a two stage revision due to infection. Attempts have been made and additional information on the reported event is unavailable. Tm revision shell is the only tmt design controlled part.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as we do not have reporting responsibility for this complaint. The initial report was submitted in error and should be voided.